Event description:
Update b5: low blood glucose was treated by food, glucose tablets and glucagon. Emergency medical services were not dispatched. Troubleshooting was partially performed on the low blood glucose event. Customer states left button is unresponsive and needs several times to push, during troubleshooting it was found that the customer did not receive a stuck button alarm.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and button issue. The blood glucose value at the time of the event was 10 mg/dl. Customer experienced symptoms like weakness, fatigue and sweating. Low glucose was treated by glucose intake, glucagon and emergency medical services. Left button was not working troubleshooting was performed. It was unknown that the customer was using pump within 48 hours prior to event or not. Customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump powered up properly after the battery insertion and was received with unresponsive keypad at the select button. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to unresponsive keypad. Unable to perform the history download or carelink upload due to unresponsive keypad. No button error alarm or stuck button alarm noted. Unable to verify unresponsive left button due to unresponsive keypad at the select button. The pump was cut open and found corroded keypad flex fingers and corroded j1 keypad flex connector on the pcba 1. Using a test keypad, the pump responded properly to the button presses. Performed the history download or carelink upload. History download was successful using thus and carelink upload was successful. The pump was received with unresponsive keypad at the select button due to corroded keypad flex fingers. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. Pump was cut open to perform visual inspection and found corroded keypad flex fingers and corroded j1 keypad flex connector at pcba 1. Moisture damage on the pcba2, and force sensor. No damage noted on the motor or at the keypad traces noted. Unable to perform the functional test due to unresponsive keypad. Unable to confirm alleged low bgs (hypoglycemia). Keypad unresponsive confirmed. Button error alarm/stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Low blood glucose was treated by food, glucose tablets and glucagon. Emergency medical services were not dispatched. Troubleshooting was partially performed on the low blood glucose event. Customer states left button is unresponsive and needs several times to push, during troubleshooting it was found that the customer did not receive a stuck button alarm.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '03-oct-2023'.